Event description:
It was alleged that the head end lift was stuck in high height. There was no adverse events reported.

Manufacturer narrative:
Result - head end lift assembly was not functioning properly.